Event description:
The user had noted a drift in qc values for bicarbonate since 2009. He also stated doctors did not believe the bicarbonate results generated from multiple d modules at this site and experienced low results for their pts. The pts were redrawn and the new sample was run at another facility where the bicarbonate results would be normal. The user did not supply info as to what results the doctor considered to be normal. The user could not provide any pt bicarbonate results and stated that multiple results were questioned and they could not determine which d module produced the erroneous results. It is unk if any pts were adversely affected due to the erroneous results.

Manufacturer narrative:
The field service rep determined there was contamination and decontaminated the reagent line channel for bicarbonate. He also determined there was a dirty rinse bath stir and reagent nozzles. He cleaned the general area, replaced the hitergent bottle and primed in the new reagent. To verify the analyzer performance, calibration and qc were performed with all results within specification.